Event description:
It was reported that during a true percutaneous l4-l5 spine fusion after registration, on a fluoroscopy image, the navigation information was off by 4-5mm inferiorly. After performing a second 3d c-arm registration, the accuracy was sufficient. A spinemask tracker was used as a patient tracker, and it was reported that it was assumed that skin/soft tissue movement caused the inaccuracy. The procedure was completed successfully without a clinically significant delay, using fluoroscopy support; no adverse consequences or medical intervention were reported. At the end of the screw placement, all screws were touched off with the pointer and accuracy was checked again, and at that time accuracy was appropriate.

Event description:
It was reported that during a true percutaneous l4-l5 spine fusion after registration, on a fluoroscopy image, the navigation information was off by 4-5mm inferiorly. After performing a second 3d c-arm registration, the accuracy was sufficient. A spinemask tracker was used as a patient tracker, and it was reported that it was assumed that skin/soft tissue movement caused the inaccuracy. The procedure was completed successfully without a clinically significant delay, using fluoroscopy support; no adverse consequences or medical intervention were reported. At the end of the screw placement, all screws were touched off with the pointer and accuracy was checked again, and at that time accuracy was appropriate.

Manufacturer narrative:
Based on the log file and patient folder review no system malfunction was identified.

Event description:
It was reported that during a true percutaneous l4-l5 spine fusion after registration, on a fluoroscopy image, the navigation information was off by 4-5mm inferiorly. After performing a second 3d c-arm registration, the accuracy was sufficient. A spinemask tracker was used as a patient tracker, and it was reported that it was assumed that skin/soft tissue movement caused the inaccuracy. The procedure was completed successfully without a clinically significant delay, using fluoroscopy support; no adverse consequences or medical intervention were reported. At the end of the screw placement, all screws were touched off with the pointer and accuracy was checked again, and at that time accuracy was appropriate.